Manufacturer narrative:
An event of "nonstructural dysfunction" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 23 mm trifecta valve was implanted. On (B)(6) 2017, the patient was hospitalized for severe aortic insufficiency which lead to severe dilation of the left ventricle. On (B)(6) 2017, a valve in valve procedure was performed. Per report, the patient tolerated the procedure well and was discharged home in good condition. (Clinical study patient ID: (B)(6)).